Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a post implant check, the right atrial lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The physician successfully repositioned the lead and normal lead function resumed. The patient was asymptomatic and would continue to be monitored.